Event description:
Related manufacturer reference number: 1627487-2022-00247. It was reported the stimulation was autoreducing after the patient fell. Diagnostics indicated high impedances on both leads. X-rays showed a possible fracture. Surgical intervention may be pending.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information indicates the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.